Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the lcd window.

Event description:
*It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.